Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered lodged in the device nozzle. The customer's originally reported issue was not reproduced. However, the following additional findings were also noted: due to wear of angle wire, the play of the up/down knob is out of the standard value, the adhesive on the bending section cover has a chip and a crack, water removal ability does not meet the standard value, an abnormal sound is made due to deformation of up/down knob, the up/down knob has a scratch, the lock engagement lever has a scratch, the lock engagement knob has a scratch, the connecting tube has a scratch, the field of view is cloudy due to discoloration of the objective lens, the objective lens has discoloration, due to a scratch on objective lens, the image has a partially dark area, the control unit has a scratch, the bending section cover has a scratch, the flexibility adjustment ring has a scratch, the switch box has a scratch, the physical cover of the body control unit has a scratch, the right/left knob has a scratch, the grip has a scratch, the universal cord has a dent and a scratch, the universal cord protector has a scratch, and the connector of the body control unit has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that it was difficult to turn the variable hardness lever of their evis lucera elite colonovideoscope. The customer's device sees weekly use, and the customer conducts pre-use checks as part of their procedure. The customer later confirmed that that they cleaned, disinfected, and sterilized the product before returning it for evaluation. Additionally, there was no delay in the start of pre-cleaning, and the customer did flush the nozzle with water and air, and there were no abnormalities reported in the accessories used for reprocessing the device. The customer performs manual cleaning of their device, and employs fujifilm brand endoscope cleaner; additional information was requested, but not provided. Upon inspection and testing of the returned unit, foreign material was found to have been lodged in the device nozzle. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system: "[inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." "[Inspection of the objective lens cleaning function] - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.